Event description:
It was reported that the foley catheter was removed 6.5h after balloon insertion. It was stated that after a bladder wash and a little pulling, it came out. It was also stated that when the leak was checked, water from the cuff leaked from the drainage lumen. It was noted that when 10cc of sterile water was added and left in place, it was reduced to half in 15 minutes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause was difficult to assure the positioning of the catheter due to vision was difficult. Three photos were received. The first one shows an overview of the two-way catheter, the second photo zooms into the deflated catheter balloon and tip and the last photo shows the catheter cap and lot number. It was also received 1 all-silicone foley catheter. Visual inspection of the sample noted no obvious visible observation. Inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked through the eyelets indicating lumen to lumen leak. Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". DHR review is not required. Labeling review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed 6.5h after balloon insertion. It was stated that after a bladder wash and a little pulling, it came out. It was also stated that when the leak was checked, water from the cuff leaked from the drainage lumen. It was noted that when 10cc of sterile water was added and left in place, it was reduced to half in 15 minutes.